Manufacturer narrative:
Based on the results of the investigation, the event most likely occurred due to an electrical component problem or failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited a black image, resulting in no image. There were no reports of patient involvement.